Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator assistant reported that the patient presented to the hospital with hemolysis. The patient was reportedly discharged home after the hemolysis subsided and remains ongoing on lvad support. No further details were provided to the manufacturer.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.